Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 97 to 122 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015; 6:20pm) with results of 242 mg/dl and 253 mg/dl. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 10/24/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 176mg/dl, (B)(6) 2015, 09:14:00 am; 176mg/dl, (B)(6) 2015, 06:22:00 am; 158mg/dl (B)(6) 2015, 10:02:00 am; 262mg/dl, (B)(6) 2015, 09:53:00 pm; 150mg/dl (B)(6) 2015, 07:10:00 pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate reference.